Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 between 5:30 - 6:00 pm after her prodigy diabetes meter was dropped and she was receiving inconsistent results. The paramedics were called due to the end user becoming nervous and not sure how much insulin she should take because of the inconsistent blood glucose readings. The paramedics performed a blood glucose test with their meter but she could not recall the result. There was no treatment provided by the paramedics and she was transported to the ER. Upon arrival to the ER her blood glucose was 169 mg/dl. No treatments were provided while at the ER and after 4 - 5 hours the end user was discharged and instructed to obtain a new glucose meter. No further details were provided in relations to this medical event.